Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. The customer is concerned with the result of 512 and 546mg/dl. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 10/31/2014 and open vial date is unknown. The meter memory was reviewed for previous test result history. (Date/time not stored correctly): the 512mg/dl non-fasting, 546 mg/dl non-fasting. Prior to the stroke, customer was not using true result meter. Customer states that he doesn't like finger pricks or needles therefore he was not taking his insulin or checking his blood. Customer did not check his blood glucose before (B)(6) 2017. Strips are expired because customer did not use our meter prior to the stroke although he had the meter in his possession. Customer did not using the meter. He had just come out of the hospital from the stroke. Customer will be getting a new meter, strips and control solution. Customer was instructed on strips expiration. He was using expired strips. Unable to reach customer after several follow up attempts.